Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Report is for an unknown synthes universal spinal system (uss)/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: beck, m. Et al (2010), which is the ideal point of time to perform intraoperative 3d imaging in dorsal stabilisation of thoracolumbar spine fractures? A matched pair analysis, injury-international journal of the care of the injured, vol. 41(10), pages 996-1001 (germany). This prospective study aims to find out the optimal point of time to perform an intraoperative 3d scan and if a postoperative computed tomography is dispensable. Between may 2007 and november 2008, a total of 33 patients (group 1) with traumatic fractures of the area t11-l5 following bi-segmental complete of the fixation was compared from a 33 patients (group 2) with fractures of the thoracolumbar spine, for which a 3d scan was carried out between may 2006 and december 2008. Implant used was the universal spine system (uss, synthes, umkirch near freiburg, germany) with screws with a thickness of 5.0-7.2 mm. Follow-ups are unknown. The following complications were reported as follows: 5 cases of perforation of pedicle cortices by screws in group 1 as shown in the computed tomography at 1-2 mm medial. 1 case of perforation of pedicle cortices by screws in group 1 as shown in the computed tomography at 3-4 mm medial. 9 cases of perforation of pedicle cortices by screws in group 1 as shown in the computed tomography at 1-2 mm lateral. 1 case of perforation of pedicle cortices by screws in group 1 as shown in the computed tomography at 3-4 mm lateral. 4 cases of perforation of pedicle cortices by screws in group 2 as shown in the computed tomography at 1-2 mm medial. 1 case of perforation of pedicle cortices by screws in group 2 as shown in the computed tomography at 3-4 mm medial. 6 cases of perforation of pedicle cortices by screws in group 2 as shown in the computed tomography at 1-2 mm lateral. 5 case of perforation of pedicle cortices by screws in group 2 as shown in the computed tomography at 3-4 mm lateral. This report is for an unknown synthes universal spinal system (uss) ¿ pedicle screws. This is report 1 of 1 for (B)(4).